Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5064293. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2004 and the mesh was implanted. Following the procedure the patient experienced abdominal pain, discomfort and all over body pain. The patient went back to see a surgeon in 2007 and 2011, and nothing was done, but the pain persisted. In 2015, the patient was seen by another surgeon who took out the mesh but she continues to feel stomach discomfort and pain from abdominal scars. Additional information has been requested.